Event description:
I am a type I diabetic, and have used a medtronic insulin pump with continuous glucose monitoring for many years. A few months ago, I ¿upgraded¿ to the medtronic 670 g insulin pump. This device has an ¿auto-mode¿ feature whereby it will adjust the basal rate of insulin based on readings it continuously obtains from the subcutaneous glucose sensor device. According to the training on this device I received from medtronic, and the associated instruction booklet, it is necessary to calibrate the device 3 times in the first 24 hours that a new sensor is placed, and then just every 12 hours thereafter for the 7 day life of the sensor. The reality is far, far from this. On day one, I¿ve had to calibrate as many as 8 times because either (1) the pump asks for repeated calibrations, or (2) the sensor glucose readings are wildly inaccurate. On subsequent days, it is necessary to calibrate much more often than twice per day for the same reasons. Additionally, the sensor will demand a calibration at any time of the day or night, meaning many instances of interrupted sleep. There is no way to override these night time calibration requests. Medtronic has very poor customer service line which is the only way to reach medtronic for theses issues. That means you get a person on the phone who reads from boilerplate text, and does not allow for registration of these complaints, nor any follow-up from a higher level person. It is clear that they do not really want to hear about the experience of the end-user. It is also clear that this pump is negatively affecting my quality of life because it is *running* my life. Therefore, in order to maintain my sanity and to get a good night¿s rest, it is necessary to turn off the auto mode function over night, and sometimes when I¿m at work and cannot be interrupted by an insistently beeping pump. The harm this causes is more frequent hyperglycemia-sometimes as high as the 400¿s- than I ever had with my old pump that did not have the auto mode feature. In summary, this 670g pump¿s technology is definitely not ready fore prime-time. I wish the FDA had never approved it until these glitches were worked out by medtronic. The 670g pump is not a good product and forces the user to adopt dangerous practices out of desperation. FDA safety report ID # (B)(4).